Manufacturer narrative:
The following report fields have been updated due to additional information received: g4, h2, and h6. Per additional medical records received, during the visit to the valve clinic the patient reported increased sob for the previous 6 months and was found to have chf nyha class iii symptoms. The echocardiogram that was done during this visit reported: lvef 50%. The thv valve mean gradient measured 37.3 mmhg with mild amount of pvl, aortic valve area (I,d): 029 cm2. The patient was diagnosed with severe prosthetic aortic valve stenosis. A valve in valve procedure was performed. In addition, during workup the patient was found to have progression of pre-existing cad and a pci of the mid-distal lad was planned for a later date. The patient was also found to be mrsa positive and was started on antibiotic therapy in preparation for the pci and tavr procedures. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or thrombus formation. It is possible patient factors such as metabolic issues contributed to the valve stenosis. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the cause of the stenosis 7 years post valve implant cannot be determined. However, it may be due to progression of disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation of this event is ongoing.

Event description:
As reported through a p2a clinical trial, seven years after implantation of a 23mm sapien xt valve in the native aortic annulus, the patient presented with shortness of breath. A tte done during that visit documented severe stenosis of the aortic valve. Per the tte report, the thv is well-seated with mean gradient of 41.6 mmhg, trace to mild paravalvular leak noted, and mild aortic regurgitation. The aortic valve area (I,d) measured 0.45 cm2. When compared with previous echocardiogram performed during the 5-year follow up visit, the mean gradient had increased from 17.5 mmhg at that time, to 41.6 mmhg during this visit. In addition, there was moderate mitral calcification, and moderate-severe mitral regurgitation. The patient was referred to the valve clinic for further evaluation.